Event description:
The reporter states that the customer obtained a blood glucose result in the 200's (mg/dl) on the accu-chek advantage system in comparison to a 105 mg/dl lab result. The blood glucose results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.